Event description:
It was reported intermittently that the control-iq algorithm delivered an auto-bolus and increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-bolus and increased basal, customer's blood glucose (bg) level lowered ranging from 40-42 mg/dl. Due to the bg level the customer lost consciousness, lost "ability to walk", fell and experienced a leg injury. Customer required assistance consuming glucose tablets and carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.